Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the poppet valve for the solenoid had scratches. Additional malfunctions include the nylon ties had loose hardware.